Event description:
It was further reported that the acute closure of the vessel is believed to due to a subacute thrombosis.

Event description:
It was reported that 4 days after a drug eluting coronary stenting treatment procedure, the pt returned with acute closure of the vessel. In 2004, the physician deployed a taxus express2 3.0 x 16 mm drug eluting stent in a moderately calcified lesion in the mid lad. The stent was post dilated with a quantum maverick 3.0 mm balloon. Four days later, the pt returned with chest pain and was found to have an acute closure of the vessel. A 2.75 bare metal stent (unk manufacturer) was placed distal to the taxus express2 stent due to severe spiral dissection, probably caused by an unk wire, during the second procedure. The pt expired during the night following the reintervention.